Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved bipolar dissector instrument for failure analysis investigation. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There is no reported complaint against this part. No damage found. No product issue was identified. The instrument was placed and driven on an in-house system showing 5 lives available. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The instrument was fully functional. There was no physical damage found during the visual inspection. There was no problem detected. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no signs of thermal damage, no conductor wire broken or grip cable damaged. The instrument was available to be returned to isi.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm curved bipolar dissector instrument was due for maintenance. There was no report of patient involvement.